Event description:
It was reported that the device could not be fully interrogated. An eri message was eventually displayed but measured data could not be interrogated. In june 2006, the measured battery data was 2.61 v, 10 ua, 13.5 kohms with an estimated longevity of six months.